Event description:
Device 4 of 5. Reference MFR report: 1627487-2013-13889, 13890, 13891 and 13893. The pt has two leads from the same lot number. The pt reported she experienced discomfort and heating while charging her ipg. The pt stated she had experienced the discomfort and heating from her prior two scs systems as well. The pt's first system was implanted on (B)(6) 2008 and explanted on (B)(6) 2010 due to pain at the ipg pocket site, reference MFR report: 1627487-2012-13546. The pt's second system was implanted on (B)(6) 2010 and explanted on (B)(6) 2012 due to pocket heating, reference MFR reports: 1627487-2012-14001 and 14002. The pt also stated she has experienced pain at her ipg site. The pt has not used or charged her ipg since shortly after it was implanted because she stated she wasn't receiving effective therapy. The pt wants her scs explanted. On (B)(6) 2012, st. Jude medical neuromodulation division sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model was associated with a field correction beginning july 26, 2012. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.